Event description:
A report was received that the patient was experiencing rib stimulation. High impedances were observed on 6 contacts. The physician explanted the lead and implanted a new lead. The patient was reportedly doing fine after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.